Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. No patient information provided to date after phone call to customer 06/22/20, 06/23/20, and 06/29/20. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.